Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had been doing well. The patient was in the telemetry unit and ambulating. The patient had been complaining of an increasing amount of pain. The patient went into cardiac arrest and expired.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.